Event description:
Same case as MDR ID 2134265-2013-08302. It was reported that in-stent restenosis occurred. In (B)(6) 2013, a 38mm x 3.50mm ion and 12mm x 3.50mm ion drug-eluting stents were implanted to treat a target lesion located in the right coronary artery. In (B)(6) 2013, the patient underwent cardiac catheterization, was hospitalized on the same day and an in-stent restenosis were found out in the two stents. Target lesion was treated with the implantation of a 4.0x32 ion and 4.0x20 ion drug-eluting stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).